Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 09/16/2015 device evaluation: the pump has been returned to animas and evaluated on 08/25/2015 with the following findings: a review of the pump¿s black box showed unexplained pump reboot events. The battery compartment was cracked on the side from the threads to the cover. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump was able to complete a 24 hour duration test with a replacement battery cap. There was no evidence of internal moisture or damage to the power circuit. Unrelated to the initial allegation, the display screen was discolored.